Event description:
It was reported to philips that the system did not start up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to start up due to an issue with the ups (phase 1). The customer confirmed that the phase 1 fuse of the ups was defective, preventing the system from starting. The rse advised the customer to replace the defective phase 1 component and perform a ups bypass. This action was carried out in compliance with the applicable safety standards. Following the intervention, the system was returned to use in good working order. The codes were updated based on the investigation outcome.